Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind process due to a corroded motor home switch. The displacement test and verification for the motor position encoder error alarm in the alarm history screen could not occur due to the motor error alarm. No alarm icon anomaly or black dot anomaly was noted. There were no unexpected restarts noted either. The pump did not have physical damage on it. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 386 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The customer mentioned that she wore the pump when she went through a metal detector at court. The alarm history was reviewed and three motor error alarms and a motor position encoder error alarm was found. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.